Event description:
Hcp reported, right side ¿replacement, due to device rupture¿. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on anterior side assessed, as fold flaw openings. Additional observations: creases were observed, wear abrasion observed, brown biological tissue observed, on the surface of the shell. No further actions are required, as the device was implanted.

Manufacturer narrative:
Continued e1 additional fax number: (B)(6). Continued e1 additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ¿replacement due to device rupture¿. Device has been explanted.